Event description:
An email with a link to a blog post titled (B)(6) was sent to the manufacturer. The blog was reviewed and three incidents of increased depression and one incident on cognitive behavioral changes were noted. This report is for one of the patients who experienced an increase in depression. The other two increased depression events are reported in MFR report numbers 1644487-2013-03052 and 1644487-2013-03055 the patient who experienced cognitive behavioral changes is reported in MFR report number 1644487-2013-03054. The blog stated that one patient reported that she was implanted on (B)(6) 2006 for depression and received efficacy with the device almost instantaneously. The patient stated that it was time for a new generator and she could "feel the sadness descending." This patient stated that her children could see the changes and could tell that the patient was returning to the increased depression state she was in prior to vns. No other information was provided. Attempts for additional information cannot be made for now as the patient and physician information is unknown. It was noted that the person who wrote the blog post was not implanted with vns.